Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported over the phone that she has had three incidents where she did not receive a low battery alert prior to the insulin pump turning off. Trouble shooting was not completed because customer had already replaced the previous battery with a new energizer aaa alkaline battery. Customer's blood glucose at time of incident is unknown and was advised that energizer aaa alkaline battery is recommended battery for device and to continue to monitor insulin pump. The device was not returned.